Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of severe latex allergies, the physician was aware and took the necessary precautionary steps to reduce any interaction with latex products when implanting the cardiac resynchronization therapy defibrillator (crt-d) system. Approximately eleven days post-implant the patient presented with redness and swelling around the incision site. The crt-d was explanted due to a suspected infection as a precaution and antibiotic treatment was administered. Upon extracting the system, the physician noted no pocket infection and that the irritation was localized to the skin surrounding the incision site. Wound cultures were taken and a wound vacuum-assisted closure was applied. The patient's device system will be replaced at a later date. No further patient complications have been reported as a result of this event.